Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, belimed. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg service department checked the subject device and found the followings. - there was a leakage from the right/left angulation control knob. - the distal end cover was damaged. - the glue of the bending section rubber was peeled off. - the braided metal wire of the bending section was worn out. - the suction cylinder was worn out. - the air/water, suction, and auxiliary channels were worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa (41 cfu). Air/water channel: pseudomonas aeruginosa (>300 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.